Event description:
It was reported that during setup for a surgical procedure, the device would not hold its tightened position, which could lead to inaccuracy. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during setup for a surgical procedure, the device would not hold its tightened position, which could lead to inaccuracy. No patient involvement or procedural delays were reported with this event.